Event description:
It was reported that when the device was used during a video assisted thoracic surgery procedure, the cartridge detached itself from the device unfired. A second reload was placed into the device and it would not close properly. A new device was used to complete the case. There was no further consequence to the patient.